Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) to convert multiple arrhythmias (average ventricular rate 92-133 beats/minute in the programmed vt-1 zone). During one of the episodes, the atp accelerated the rhythm into the programmed vt zone at 145 beats/minute, which was then successfully converted with another burst of atp. Multiple rounds of atp were then delivered for additional arrhythmias in the vt-1 zone and again, rhythm acceleration into the vt zone and subsequent conversion by atp was observed. The patient also received shock therapy (appropriate) for vt conversion. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) to convert multiple arrhythmias (average ventricular rate 92-133 beats/minute in the programmed vt-1 zone). During one of the episodes, the atp accelerated the rhythm into the programmed vt zone at 145 beats/minute, which was then successfully converted with another burst of atp. Multiple rounds of atp were then delivered for additional arrhythmias in the vt-1 zone and again, rhythm acceleration into the vt zone and subsequent conversion by atp was observed. The patient also received shock therapy (appropriate) for vt conversion. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that some of the atp delivered appeared to not have captured. The ICD remains in service.